Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that an alert was triggered due to oversensing, noise and variable impedance on the patient's right ventricular (rv) lead. It was also reported that the lead was likely fractured. During laser extraction of the rv lead, the patient's superior vena cava (svc) tore, and the patient later died.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.